Manufacturer narrative:
Device was received with the retainer still attached to the device case. A test p-cap and reservoir locks into place inside the reservoir the reservoir tube properly. Device passed the displacement test. Device was received with scratched case and pillowing keypad overlay. No damage to the reservoir tube, reservoir tube lip, or retainer noted during physical inspection. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump's retainer ring was starting to fall off. No harm requiring medical intervention was reported. The device will be returned for analysis.